Manufacturer narrative:
The cause of the discrepant elevated tacrolimus results for the individual patient is unknown. The complaint requested information on potential causes of individual patient bias versus the alternate methodology, lc/ms. No patient sample has yet been available to siemens healthcare diagnostics for investigation. The instructions for use for tacrolimus flex reagent cartridge contains information on potential causes of result bias. In the other limitations section it is noted: patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. Antibodies to ss-galactosidase can be encountered in samples as a consequence of bacterial infection and may produce falsely elevated results which may not be consistent with clinical evaluation. The assay has been designed to minimize interference from antibodies to ss-galactosidase. In very rare instances, immunoassays may produce falsely elevated or decreased results due to other patient-specific interferents. Complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution. Confirmation of unexpected or atypical results by an alternative methodology is recommended prior to any adjustments in tacrolimus dosage. For patients with impaired liver function and patients receiving other drugs which may induce or inhibit microsomal enzyme activity, the routine use of the dimension® tacrolimus assay may be supported by hplc data to assess possible changes in biotransformation and elimination. In rare instances, samples from non-transplanted individuals with rheumatoid disease have produced falsely elevated results when analyzed using the dimension® tacr method. Caution is advised when using the assay on samples from this patient population.

Event description:
Discrepant elevated tacrolimus results were obtained on a patient's samples. The results were reported and questioned by the physician. The samples were tested by an alternate methodology and lower results were obtained. It is unknown if patient treatment was altered or prescribed on the basis of the discrepant elevated tacrolimus results. There was no report of adverse health consequences as a result of the discrepant elevated tacrolimus results.